Event description:
Consumer states meter is inaccurate, says readings are not consistent. Analysis run on clark error grid using mean avg reading (61) as ref point vs bd readings (36, 86) yielded data points in the d range of the grid, outside acceptable limits.